Event description:
The customer had questions regarding the pacing functionality when it was used on a pt. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.